Event description:
The customer reported that the system exhibited a communication error when the customer attempted to use cinema/vascular mode. Further information was received indicating that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and cine bridge pcb were evaluated and ordered for replacement. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.